Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have problems with infusion sets and experienced blood at site. Customer's blood glucose was 508 mg/dl. Customer requested emergency supplies of infusion sets and reservoirs. Customer was advised that infusion sets and reservoir would be replaced.